Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone 1 mg/ml via an implantable pump for non-malignant pain. The hcp reported that the patient had magnetic resonance imaging (MRI) in (B)(6) 2025 and did not get the pump checked for recovery. Today the patient came in for a refill and the logs stated the pump was stalled for more than 48 hours. The hcp wanted to make sure the pump did not need replacement. The hcp mentioned that the patient had a surgery in between and had been taking oral medications. The hcp confirmed message in logs stated recovery. Technical service agent reviewed telemetry mode and that pump should be functioning as expected. The troubleshooting steps that were taken on the call resolved the issue.